Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump time was off by 2 hours. There was no reported impact to blood glucose. Tandem technical support reviewed the pump data and found that the pump time had not been set upon receiving the pump. Upon follow up, customer acknowledged and agreed with the pump data findings.